Manufacturer narrative:
A product development investigation was performed. The complained implant and information has been forwarded to the responsible cmf sustaining for an evaluation. The returned device was visually inspected for damages. It was found that the distraction threaded bar was broken near the activation hex. It was noted that the screw fixation points on the base plate were removed by the user. The review of the surgery report of the initial surgery performed on (B)(6) 2017 states that the patient had previously multiple surgeries before this attempted to correct the maxilla. The review of the surgery images showed that the surgeon placed an additional straight plate across the distractor base to provide additional support and stability to the distractor. The following additional information regarding the case was requested from the surgeon to understand the situation and to define a root cause. However, until the day of this report, we have not received the additional information: the failure of the device was detected how many days after the initial surgery performed? How many "activation days" were already performed when the failure was detected? Who did the activation of the device? (Patient, surgeon, parent, .. ). How many mm of distraction I per day were defined? What is the full distraction distance in mm? Was the patient able to follow the instruction given? (Patient compliant) . The review of the relevant technique guide of the device, state that multiple reasons could lead to this type of device failure. Which includes but is not limited to, scar tissue formation from previous surgeries, patient noncompliance, excessive pulling forces generated from the sutured soft tissue after the surgery during the advancement which overloaded the device. Based on the missing additional information and multiple root causes regarding an overloading of the device product development is not able to define a specific root cause and closes this non-manufacturing investigation as inconclusive. Neither a manufacturing nor design related failure could be detected. Corrected data: date of birth. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Updated information to the event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 05.dec.2017: the failure of the device was detected 8 days after the initial surgery was performed. Three (3) "activation days" were already performed when the failure was detected. The first activation on (B)(6) 2017 was done by the doctor, and afterwards by the patient. 2 x 0,5 mm per day were defined. The full distraction distance is 12mm. The patient was able to follow the instruction given because the patient is really compliant and a medical doctor herself.

Manufacturer narrative:
Date of event was reported as (B)(6) 2017. It is unknown if the malfunction occurred on the date or was detected. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number (B)(6). (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review has been requested and is pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent implant procedure on (B)(6) 2017. On (B)(6) 2017, it was reported that the cmf distractor malfunctioned, and the bone distraction was not possible. Patient underwent revision surgery on (B)(6) 2017. Revision surgery was completed successfully with duration of one hour fifty-nine (59) minutes. Reportedly, patient remained hospitalized post-surgery due to pain and strong swelling. Reported concomitant devices: plate (part# unknown, lot# unknown, quantity 1), screw (part# unknown, lot# unknown, quantity 11). This report is for one (1) ti alveolar distractor with straight plate 12mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Returned to manufacturer. Subject device has been received and is currently in the evaluation process. DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 19. Jan. 2007. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.